Event description:
It was reported that a patient experienced peritonitis manifested by cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with unknown antibiotic for the event (dose, route and frequency not reported). The patient was discharged eight days after the hospitalization and recovered from the peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13j08032 and h13i03018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.